Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the tubing of an unspecified access set. The nurse hung carboplatin and when the second nurse touched the line to check the bag a small amount of liquid spray onto the IV pole. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.